Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: neu_unknown_cath, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown medication via an implantable pump. The date of the event was 2009. It was reported a removal of the catheter of the pump was done in 2009. Medical history includes hypertension and allergies to latex and ranitidine hcl. Pump and catheter implant 2009, explore and wound revision and debridement removal of pump and extension catheter 2009, reconfigurations of pump pocket exploration of pump pocket 2009, knee surgery x5, medications the patient was taking include xanax one tablet oral 3 times every day, motrin 800 mg one tablet oral 3 times every day with food, morphine sulfate 15 mg one to two tablets oral every 6 hours as needed, hydrocodone acetaminophen 1 tablet oral every 6 hours as needed for pain, ms contin 60 mg.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.